Event description:
It was reported that the customer's insulin pump had a blank display. His blood glucose level was 172 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump was received with blank display due to broken interface board. Unit had cracked case at display window corner and cracked battery tube threads.